Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage was noted. While preparing for a stenting treatment procedure, the 4.0x16mm veriflex stent was found to be deformed when it was removed from the box. The procedure was successfully completed with another 4.0x16mm veriflex. There were no reported patient complications and the patient's status is ok.